Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed open sores under the device. There was no alleged device malfunction. The patient was in the hospital. The patient's hospital staff treated the irritation. There is no indication that the patient went to the hospital for the irritation. The patient's irritation improved